Manufacturer narrative:
(B)(4). Unknown; captured as awareness date; (B)(6). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: "what were the indications for surgery? No further information is available. Does the surgeon believe that there was an alleged deficiency of the cdh25a device that contributed to the reported issue or were there other contributing patient factors? The surgeon thinks that the drain may have penetrated the rectum and leakage occurred. What does the surgeon mean by, ¿drain might penetrate the rectum?¿ the surgeon thinks that leakage occurred became the drain penetrated the rectum. How was the leak identified? No further information is available. How was the leak stopped/addressed? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? => no further information is available. Were the donuts inspected? No further information is available. If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. If so, please describe the shape and location. Was a leak test performed? No further information is available. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. What is the current status of the patient? No further information is available. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open rectal resection, leakage occurred 2 days after the surgery. It stopped while later, so no additional treatment was performed. The surgeon commented the drain might penetrate the rectum. No further information is available.